Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submit. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead pacing impedance had gradually risen and was high. The rv lead remains in use.no patient complications have been reported as a result of this event.